Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of august 2024. E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). H4: the lot was manufactured september 1-5, 2023. The device was received for evaluation containing 234ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse and was full after 24 hours of patient infusion. The device contained 18000mg piperacillin/tazobactam in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.